Event description:
It was reported that while in use the ventilator screen froze. The device was in patient use at the time of the event. The ventilator was swapped out for another. No patient harm was noted. The customer spoke with a philips remote service engineer (rse). The customer stated that the staff was able to power the device back on with no issues after the screen froze, but they elected to swap out the vent. The customer viewed the event log and did not find any issues logged. The rse advised the customer to perform a full performance verification test (pvt) before placing the device back in service. Further information is pending.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown. Based upon the information provided, the root cause cannot be determined in the assessment of this complaint due to the lack of further information furnished by the customer.